Event description:
A health care provider reported that endotracheal tube was not working. The nerve monitoring device didn't alert at anytime and start making sounds when the surgeon wasn't working on the surgical area. Ent surgeon said that it was not the first time that the device gave them issues and to proceed to do a "be safe" on the nim devices. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, the wire harness was cut in half and not returned when received. Electrically, although wire harness was cut and the molex connectors were not returned, continuity could still be measured between the stripped wires and the trace pads. The resistance from end to end shall be less than 200 ohms and the measurements were as follows: 19.2 ohms (blue), 14.5 ohms (blue with white stripe), 23.3 ohms (red), and 19.9 ohms (red with white stripe), in which all electrodes were within specification. There were no shorts or intermittent behavior while manipulating the circuits. Under magnification, there were no cracks in the electrode contacts. A syringe was used to inject 15cc of air into the cuff balloon and the cuff inflated and deflated with no issues. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.